Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The following field was corrected- d4: expiration date is not applicable as this is a re-usable device. The following fields have been updated: d8, d9, h2, h3, and h6. The device was returned to olympus for inspection and confirmed the reported event did not occur. A root cause could not be identified. Based on the results of the investigation, an additional malfunction occurred. Due to defective plug unit, a b30 scope communication error occurred. Reasonably known information suggests probable causes such as damage or deterioration of parts and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the bronchovideoscope exhibited image blackout. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.